Event description:
The customer reported the ventilator alarmed and displayed low leak co2 rebreathing risk and unit will not go in standby mode. The customer reported the device was not in use on patient.